Manufacturer narrative:
D4: lot #: requested, unknown. D4: expiration date, UDI: unknown, as the involved product lot # was unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown, as the involved product lot # was unknown. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported the patient underwent a visceral angiogram in the ir suite. Access was gained through the left radial artery using a 5fr glidesheath slender with single wall access, measuring approximately 2.2mm. A radial cocktail consisting of 3000 units of heparin, 2.5mg of verapamil, and 200mcg of nitro was administered through the sheath. The procedure lasted about 1.5 hours. For closure, a tr band was utilized. Before removal, the sheath was aspirated, and a patient hemostasis technique was applied to inflate the tr band. Post-procedure, the patient became agitated, moving their wrist significantly. Consequently, the technologist secured an arm board to the patient's arm due to their non-compliance with immobilization instructions. The arm board was positioned behind the wrist, and a full roll of coban was wrapped in a tight figure-eight pattern to stabilize the wrist. Despite these measures, the patient remained agitated and interfered with the tr band. An hour later, the fellow was summoned to the recovery area because of shelling around the coban, instructing the nurse to deflate the band according to protocol. Following band removal, another fellow examined the site and discovered radial artery thrombosis via ultrasound. The patient showed no symptoms, the ulnar artery was patent, and capillary refill was normal. No medication or medical intervention was necessary. On 5/3/24, a trb24 device was used, but the lot number is unavailable. 12cc's of air were injected into the tr band upon application. The device showed no apparent damage. The patient remained stable and was monitored during the use of the tr band, which was in place for approximately 1:45 to 2 hours. Hemostasis was successfully achieved with the tr band.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of it could not be conducted. The complaint cannot be confirmed for procedure complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. It is unlikely the tr band is the cause of the thrombosis. It is likely that the patient movement caused the tr band to shift, leading to closure complications. The tr band IFU was reviewed, and it states: "caution: bleeding could occur if the adjustable fastener comes off during compression. Depending on the patient's wrist size and the way the device is applied, the adjustable fastener could come off. Fix the adjustable fastener in place with tape if necessary." Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).